Event description:
During routine inventory of suture, it was noted that ethicon 3-0 (2.0 metric) 30" (75 cm) silk black braded surgical suture does not have an expiration date on the inside packaging. There is an expiration date on the outside packaging, but the outside packaging is discarded after opening. Flipping the suture on to the back table can possibly contribute to using an expired suture on a patient.